Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of surgical oncology titled ¿good clinical outcomes can be expected after meniscal allograft transplantation at 15 years of follow-up¿. The study reviewed thirty-eight (38) patients who underwent a meniscal allograft transplantation (mat) using arthrex fiberwire to address soft tissue approximation and/or ligation. During the seventeen (17) year follow-up period, thirteen (13) patients experienced meniscal allograft transplantation removal. Ref: torres-claramunt, r., morales-avalos, r., perelli, s., padilla-medina, j. R. & monllau, j. C. Good clinical outcomes can be expected after meniscal allograft transplantation at 15 years of follow-up. Knee surg sports traumatol arthrosc 31, 272-278, doi:10.1007/s00167-022-07106-z (2023).